Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.50/+5.0/093 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b5: "the reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -9.50/+5.00/93 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. Reportedly "dr. (B)(6) tried to reposition the lens at the end of on (B)(6). The results are similar to the expected refraction provided by the staar medical affair team. +0.75-1.5@25 measured by ark; ucva : 0.6+. The ucva was slightly improved from 0.5 to 0.6+." The lens remains implanted." Claim#: (B)(4).